Event description:
It was reported that an ilet user experienced a pump beeping during a flight, powered the device off, and later sought assistance to turn it back on; the user¿s blood glucose was 525 mg/dl and approximately 100 units of short-acting insulin were administered subcutaneously by pen per external guidance, with instruction to remain disconnected for two hours to avoid insulin stacking and to perform an infusion set change due to suspected bent cannula. Symptoms included hyperglycemia. Outcomes included user coaching and mitigation without hospitalization. Investigation included user troubleshooting and education on power restoration, insulin action timing, and infusion set replacement. Investigation of this case revealed suspected infusion set occlusion or bent cannula contributing to prolonged hyperglycemia, with no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.